Manufacturer narrative:
Block b3: exact date unknown, event occurred two months after implant prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, model: sc-2218-70, serial: (B)(6), batch: 7097949, upn: m365sc2218700, UDI: (B)(4). Product family: scs-linear leads, model: sc-2218-70, serial: (B)(6), batch: 7092348, upn: m365sc2218700, UDI: (B)(4).

Event description:
It was reported that the patient experienced both inadequate and over stimulation causing the patient to further experience different symptoms such as pain at the pocket site, tingling sensation, weakness and hypersensitivity. The patient underwent a scs explant procedure, was doing well postoperatively and the explanted devices were kept by the facility. No device malfunction was suspected.